Event description:
It was reported that a homechoice cassette leaked from the supply line that was cut. This occurred during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed and the drain line tubing was observed damaged at the tack weld location. An under water pressure test was performed and a leak was observed from the damaged tubing. The reported condition was verified. The most probable cause of the condition was due to an assembly issue during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.